Event description:
The patient was seen in the office because she had not been feeling stimulation. When the device was interrogated, it was shown to be disabled. The physician stated that when the patient was last seen, the device was interrogated, diagnostics were performed, and a final interrogation was done. It was suspected that the disablement occurred at the last office visit as the patient stated that she had not gone to another medical facility and that she had not been feeling stimulation for about a month and a half. The device was turned back on to half of the previous settings, and the patient tolerated it well. No additional relevant information has been received to date.

Event description:
Programming history was available confirming that in (B)(6) 2018, the patient's device was programmed on, and that upon interrogation during the patient's (B)(6) 2018, the device was found to have been off. Diagnostics were available from the (b)(b) visit and then from a (B)(6) 2019. Diagnostics were within normal limits. No additional, relevant information was received to date.